Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed evidence of moisture under the display. The pump case was found to be cracked between the case seal and the display lens. A leak test was performed and a leak was found at the crack in the pump case. The returned battery cap was not able to be removed from the pump due to the battery cap threads being damaged. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was moisture under the display. Investigation also revealed that the pump case and battery cap were damaged. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.